Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the device check, the autopulse platform ((B)(4)) displayed "system error, out of service, revert to manual CPR". No patient involvement.